Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. E1 - this complaint was received through: (B)(6). Investigation summary: received one (1) used mc330523 transfer set w/clave, smallbore trifuse ext set, 2-0.2 micron filters for inspection. As received, the 0.2 micron filter on the trifuse line was wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the filter vents. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history record lot # review could not be conducted because not lot number(s) was/were identified.

Event description:
A complaint was received regarding a 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer that experienced leakage. The reporter stated that the trifuse extension set 0.2-micron filter was leaking 12 hours after hanging set. Filter leak occurred on the lumen with the dual check valve. The type of incident/problem was failure. Level of harm was no harm but reached the patient/person - inconvenient. Impact of incident was delay to treatment/therapy. There was patient involvement, no adverse event and there was delay in therapy.